Event description:
Additional information received from the patient reported that the issue had not been completely resolved and that she was having more pain than the last time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on may 12th and 16th stating that the patient had been seen by a company representative (rep), but that no documentation was available.

Manufacturer narrative:
Concomitant products: product ID: 3998, lot# v007224, implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: extension.

Event description:
The patient reported the wire became disconnected from the implantable neurostimulator (ins). This was discovered when the patient went to have surgery to replace the ins. The leads were broken. The surgery was stopped and the leads were left implanted, as the healthcare professional did not have the equipment to replace the lead. She had an x-ray done in (B)(6), but they could not see anything. The patient had horrible pain in her back and states the pain gradually got worse and she knew something was wrong. There was difficulty charging; she would try to charge and would get a picture of the telephone, a picture of the doctor and it was telling her to "go to the ER." It was reviewed there are no errors telling them to go to the ER. The patient went back on (B)(6) 2015 and replaced the leads and the ins. There were no trauma/falls reported that could be related to this issue. The indication for therapy was failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.